Event description:
It was reported that the device was found in back-up mode after an MRI. The device was not reprogrammed prior to the MRI procedure. High pacing impedance was observed. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.